Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis was inconclusive. The physician suspected device malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.